Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation has not begun yet. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). No sample was returned involving this report.

Event description:
A customer contacted baxter to report that the patient connector was not connected to the titanium adapter tightly. The doctor then tried to connect another transfer set to the titanium adapter, but they were not connecting tightly again. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A root cause could not be determined.